Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was exhibiting high threshold; however, it was noted that the ra lead became ¿non-functional¿ years before and had been programmed off. Upon opening the pocket, the ra lead severed about six centimeters from the device header as the surgeon was unwrapping the leads. It was suspected that the ra lead had a fracture. The remaining ra lead was capped. No patient complications have been reported as a result of this event.